Event description:
Ventilator screen went blank. Ventilator still operating except for screen. Ventilator alarming due to screen going blank. Patient disconnected from ventilator and ventilated via ambu bag by rn. Ventilator replaced. Patient placed back on ventilator. No complications noted with patient or harm.